Event description:
It was reported vessel perforation occurred. A concomitant procedure was being performed, with the pulmonary vein isolation using farapulse performed first, following with the left atrial appendage (laa) closure procedure. Transesophageal echocardiogram (tee) imaging noted a small pericardial effusion at the apex of the heart measuring 0.5cm and it stayed the same throughout the procedure. The faradrive sheath was exchanged for the watchman trusteer access system (was) over a starter rosen guidewire, and difficulty was experienced in advancing the was to the superior vena cava (svc). Transseptal access was lost, so once it was able to be re-attained, the was advanced into the left atrium. A 24mm watchman flx delivery system and closure device was inserted and implanted in the laa. Shortly after the release of the closure device, the patient experienced hypotension, and a large bleed was seen in the patient's abdomen. The patient was taken to surgery, and a perforation of the inferior vena cava (ivc) was noted which required repair. The patient is expected to fully recover. In the physician's opinion, advancing the was over the starter guidewire is what caused the ivc perforation. There was no difficult anatomy noted.